Manufacturer narrative:
A ge service representative preformed an on site investigation. The reported problem could not be duplicated. The system operates as intended.

Event description:
The customer reported a system lock-up. No pt injury was reported.